Event description:
Customer reported a mildly damaged charger port, making it difficult to charge her device. There was no adverse impact to the customer's blood glucose level. Customer declined any further follow-up or assistance, and a case was created for documentation purposes.